Event description:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of 2 months, due to endocarditis and paravalvular leak. The source of the infection was due to msra following knee amputation. Information learned from implant patient registry and from the operative report.